Manufacturer narrative:
This device is classified as import for export; therefore: 510k is not applicable. Model: eg29-i10c-us is available in the USA with a 510k number: k190805. We checked the returned unit and confirmed that the cmos-m w/drive pcb cloudy (not clear view). Based on the result, we concluded that it was caused due to the moisture condensation in the cmos-m w/drive pcb. In addition, we confirmed that the insertion flexible tube (ift) buckled, and the bending rubber cut; however, they are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report, ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (cloudy).